Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse who discovered the issue replaced the batteries and performed full functional and safety checks to meet factory specifications. The iabp passed all functional and safety test per factory specifications and was then released to the customer and cleared for clinical service.

Event description:
It was reported that during preventative maintenance (pm) of the cs300 intra-aortic balloon pump (iabp) by a getinge field service engineer (fse), the iabp failed to meet the minimum battery run time test. There was no patient involvement and no adverse event was reported.